Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had issue with automatic filling and leak testing . There was no patient involved and there have been no health hazards.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 investigation findings, investigation conclusions, type of investigation, component codes; h11 corrected fields:e1 event site address, event site telephone, event site city; g1 contact person ¿ mfg site a getinge field service engineer (fse) evaluated the unit and replaced the pneumatic module assy (0997-00-1178). An operation inspection was carried out based on the inspection record sheet, and the results were good. The unit was returned to the hospital. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pneumatic module assy this part was received with a reported unit failure message of automatic filling and leak test not possible. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed pneumatic module assy. Into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and found k4 solenoid was not working. Also, performed all manifold leak test and could not be possible. Failed autofill tests. The fat dept. Verified the failure message of automatic filling and leak test not possible. Pneumatic module assy. Failed testing. Retaining pneumatic module assy. In the fat dept. Per procedure (B)(4). The most probable root cause per the dfmea is component reliability or fatigue.